Manufacturer narrative:
The used device has been returned; however, a device eval has not yet been completed. Upon completion of the investigation a follow-up medwatch will be submitted.

Event description:
During the procedure, the tip fell off into the pt and had to be retrieved. There was no serious injury reported.